Event description:
Event or problem: it was reported that during an electrosurgical procedure to the pt's left shoulder and elbow, the pt received a surface burn at the location of the 3m electrode pad. According to the reporter, the burns were not noticed until the nurse went to take out the stitches. The burns healed on their own and the pt is doing well. No further pt or event info was provided at the time of this report or made available in response to multiple follow-up communications.